Event description:
A confused pt inadvertently connected his feeding tube (actually) it was an enteral pump administration set) to needle free injection site (luer lock). Nursing intervention prevented any harm to the pt. The rptr went on to state "these two unrelated medical device ports are compatible posing potential harm to pts in the future." One pt involved.